Event description:
During implant procedure, the stylet was not able to be inserted into the right atrial (ra) lead. The ra lead was not implanted and a new ra lead was successfully implanted to resolve this event. The patient was stable.